Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who had a loose connection during therapy resulting in peritonitis. Therapy was ongoing. It was reported that the transfer set disconnected from the patient line and the line was immediately reconnected to prevent spillage. The patient was hospitalized and treated with unspecified antibiotics for the peritonitis. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable homechoice automated pd set with cassette was identified. As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The cause of the reported connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.